Manufacturer narrative:
This report contains supplemental information for mentor asr submission reference number (B)(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture (grade unknown). (B)(4).

Event description:
This report contains supplemental information for mentor asr submission reference number (B)(4). It was reported that a (B)(6)-year-old female patient underwent primary breast augmentation with two 575cc mentor smooth round spectrum saline breast implants and suffered bilateral capsular contracture (grade unknown) postoperatively. The patient noted that there was some visible ¿folding and bubbling¿ of her chest. As a result, the patient had the devices explanted on (B)(6) 2017. This report is for the patient¿s left-sided device. On 10/29/2019, mentor became aware that asr submission reference numbers (B)(4) were duplicated. Any additional event information, if received, will be submitted under this manufacturer¿s report number. The patient consequences have been updated based on the breadth of information available.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).